Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The device was visually investigated for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the product. The delivery system, the wire guide, was bent, but the plunger was not broken. The emergency release mechanism was not activated. The capsule electrodes were visually acceptable. The delivery system did not have any other visible damage. As the product was received, except for the bent wire guide, the device functioned according to specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to release. There was no patient harm intervention was not required. A repeat procedure will not be performed as the patient confirmed that she has a nickel allergy. The physician confirmed that the patient did not experience any adverse event due to the initial procedure. There was not anything unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and did the esophagus appeared to be normal. No other known adverse events were reported.